Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported his infusion set was leaking between the cannula and the headset. He stated that his blood glucose level was elevated to around 300 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.